Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: n030004. 2.5 hours of operation: 17880 hours. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files from 2023-06-19 to 2023-06-20 (specified date of the incident, given from the customer) were investigated. At 2023-06-19 13:12 pm a space line safeset was inserted. At 13:15 pm the vtbi was set to 252 ml and the time to 24:00:00 hh:mm. The infusion was started at 13:18 pm with a rate of 10,5 ml/h. At 2023-06-20 12:37 pm the infusion was stopped by an air bubble alarm (reason for this alarm could not be clarified). Up to that time the device has delivered a volume of 244,77 ml (actual volume infused). At 12:43 pm the tube was exchanged. The rate was set to 8,81 ml/h and the vtbi to 211,5 ml. The infusion was started and stopped directly by an upstream alarm at 12:49 pm (reason for that alarm could not be clarified). At 12:50 pm the infusion was started again. The infusion was stopped at 14:00 pm by the customer. Up to that time the device has delivered a volume of 255,07 ml (actual volume infused). Furthermore, no anomalies could be detected in the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact. The p2-connector shows oxidized contacts. Furthermore, the device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,04%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation faults could be detected, to investigate the inside, the device was disassembled complete. Between the lower housing part and the emc-shield/bottom inner frame liquid residues could be detected (no liquid on the mainboard). Furthermore, no anomalies could be detected inside the device. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The complaint malfunction could neither be reproduced nor detected in the history files. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information in switzerland: "overinfusion". According to the customer: "the infusion was started on monday noon, (B)(6) 2023 with 10.5ml/h so that 252ml of the drug would be administered within 24h. After 23.5h, it was found that only 7ml of the initially 378ml filled container was left."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.